Manufacturer narrative:
This report is submitted on 11 january 2019 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant. The device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
It has since been reported that the explant date was (B)(6) 2018. This report is submitted on may 1, 2019.